Manufacturer narrative:
Device received with cracked/detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a33 alarm due to cracked or detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 49 mg/dl. Customer was treated with food. Customer stated that the insulin pump had compromised force sensor system alarm. Customer stated that the insulin was squirting out during manual prime process. Customer stated that they were not able to exit preparing to prime loop. Customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.